Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 05/10/2016, belt - (B)(4) - 02/12/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of three shocks on (B)(6) 2020, the date of their passing. It was reported that the patient was unconscious and at home at the time of the treatments. The response buttons were not pressed during the event. The inappropriate treatments occurred while the patient's rhythm was asystole. Asystole is a non-life sustaining, non-treatable rhythm. Oversensing of low-amplitude cardiac signal contributed to the false detection. There is no indication that a device malfunction caused or contributed to the patient's death.